Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the other day they changed the program because the patient was not urinating as much, so they changed the program. They stated the patient did a self-cath and had 300 cc of urine, so they decided to change the program. It was stated when they changed from program 1 to 3 the stimulation was set at 3.6v and it gave the patient a real shock and really hurt the patient. The patient started having pain behind her right knee and having problems walking on her leg. They confirmed the ins status with the programmer and the therapy was on. Patient services reviewed that the patient could consider turning the ins off to see if that help with the pain. Additionally, it was stated that the patient had quite a bit of metal from previous injuries in her right leg. The caller stated that was all prior to the interstim device. No further complications were reported or are anticipated.

Manufacturer narrative:
Updated from serious injury to malfunction with the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: when asked whether they had a medical history/condition of retention prior to implant or was the uses of a catheter a new intervention for them, the patient responded that they do have a history of retention prior to implant. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient had an appointment with their doctor on (B)(6) 2019 and informed them of the issue and it was reassured that healing would occur. The circumstances that led to getting shocked from the device was that it happened when the patient was changing device programming. Steps taken to resolve getting shocked from the device: medical personnel were unable to explain the severity of the shock but patient was told to notify hcp of further problems. Patient was assisted with turning on and reprogramming the device. As of (B)(6) 2019 the pain in the right leg has significantly improved. Patient weight is (B)(6). No further complications were reported or are anticipated.